Manufacturer narrative:
Submit date: 10/22/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with x-ray detectable gauze. The customer states that the sponge was fraying within their custom packs. The gauze was in a knee arthroscopy pack.

Manufacturer narrative:
The complaint report indicated that a returned sample was not expected and to date a sample has not been received. This complaint will be re-opened should a sample be returned in the future. The device history record (DHR) was reviewed for lot # 14m109262x and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition as described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The root cause for the reported condition cannot be specifically identified however the potential cause could occur during the cutting process; short fibers may develop as a result of a miss cut by the blades. A formal corrective and preventative action (CAPA) has been opened to address similar issues as the one described by the customer. This issue will be reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management